Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. It was determined that the assignable root cause of the condition of the attachment lock, the spring, and the bearings was due to wear from normal use and servicing. It was further determined that the assignable root cause of the condition of the drilled leg was due to applying excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment lock and spring on the craniotome device came out, and therefore a pre-test could not be performed. It was further determined that the device had a drilled leg, and the bearings were worn out and corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.